Event description:
A pt with sigmoid cancer underwent a sigmoid colon resection procedure in 2009. The car was deployed on 13-14 cm from the anal verge without complications. The donuts were inspected by the surgeon and noted to be very good. A bubble test was performed at rectal stump and was negative. Re-operation was performed due to a leak. During re-operation, the surgeon noted that the anastomosis had separated and a new anastomosis was performed with staples.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer. No corrective or remedial actions were taken due to the following: the device is not available and no conclusion as to the cause of this event can be withdrawn with the available info. The production history files indicated that the device was released pursuant to the product specs (including functionality test). Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.